Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the supera was advanced to the left superficial femoral artery (sfa) without resistance. After stent deployment, a slight resistance was felt, and during stent delivery system removal, the stent was noted to be partially deployed, still attached to the delivery system. The stent was removed with the delivery system. Another non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported partial deployment was confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).